Manufacturer narrative:
The serial number reported on the original submission was incorrect. The correct serial number for this report is (B)(4).

Event description:
The patient reported that after midnight on (B)(6) 2011 she experienced a blood glucose (bg) of 25 mg/dl with lightheadedness and sweating. She stated that she treated with fast-acting carbohydrates with assistance and her bg went up to 50 mg/dl but then dropped again. She reported that she suspended the pump to cease insulin delivery and was taken to the emergency room (ER) where she was treated with intravenous glucose. She stated that she was discharged from the ER on insulin pump therapy at 6am on (B)(6) 2011 with a bg of 270 mg/dl. The patient stated that she was calling customer support (cs) to make sure the pump was functioning appropriately. Cs reviewed the pump with the patient and found that a "low battery" warning occurred on (B)(6) 2011 at 4:56 pm, and a "replace battery" alarm occurred at 7:39 pm on (B)(6) 2011. The pump history indicated that a new battery was inserted and a rewind, load, and prime sequence was performed on (B)(6) 2011 at 11:01 pm. Cs found that all settings were correct and histories matched. The patient stated that she was disconnected from the pump during the rewind, load, and prime steps, but noted that she tightened the cartridge cap after re-connecting to the tubing. Cs determined that tightening the cartridge cap while connected likely resulted in inadvertent infusion of insulin. The user guide instructs the user to never tighten the cartridge cap while the infusion set is connected to the body. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy. Use error likely caused or contributed to the reported incident.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 03/04/2014 with the following results: the unit was primed and exercised for 24h, no delivery interruption occurred during the duration test. The unit passed a delivery accuracy test. Last basal delivery was on (B)(6) 2013; information from the reported event date of (B)(6) 2011 is overwritten, no activity outside of normal use is observed. Tdd add up and equal the programmed basal target. Unrelated to the complaint, the battery compartment is cracked from threads down to the finger pad, and the display¿s contrast has a pinkish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.